Manufacturer narrative:
(B)(4). Date sent: 6/17/2021. D4: batch # 201a44. H6: component code: others(g07). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst60d reload present. The reload was received fully fired. After further analysis the articulation mechanism was noted to be damaged as would not release the articulation setting. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties noted. The staple line and cut line were complete and the staples meet the staple release criteria. The device was disassembled to verify the internal components and the articulation bar was not properly assemble and was also noted to be damaged at the distal end. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. The event described could not be confirmed as the device fired and formed the staples as the indented. The finding noted on the articulation mechanism has been correlated to a manufacturing process. This is an analysis of two videos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first video shows tissue handling by surgical instruments. At the 6:14 mark a device was introduced with a white reload loaded. At the 6:28 mark tissue is placed between the jaws. At the 7:26 mark the device is fired and removed and the staple line and cut line appears to be as expected. In addition, some protruding staples could be observed on the distal end of reload. The second video shows tissue handling by surgical instruments. Also, some staples could be observed in b-formed on the tissue. At the 10:32 mark a device is introduced with a blue reload loaded. At the 10:46 mark tissue is placed between the jaws. However, the fired was not observed, since the video end. Based on the video review, the event describe cannot be confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a revision hiatal hernia repair procedure that when surgeon fired the device on the stomach when the stapler was opened it was observed that the very distal ten percent of the staple line had straight leg unformed staples. Another like device was used to complete the procedure. There were no adverse consequences for the patient.